Manufacturer narrative:
An event of the valve not fully expanding was reported. A returned device assessment could not be performed as the device was not returned for analysis. As the event is not reportable, a letter is not requested and there is no indication of a product issue, no device history record or lot specific similar complaint review is required. Based on the information received, the cause of the reported heart block could not be determined. The reported complete fever and tachycardia could not be conclusively determined. The reported unexpected medical intervention is a result of case-specific circumstance as intravenous (IV) tylenol and patient started antibiotics. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, a pre-implant balloon valvuloplasty done with a 21mm non-abbott balloon. A left bundle branch bloc was developed doing the procedure and no treatment required. The valve was successfully implanted and the final implant depth was 4.38mm on the non-coronary cusp (ncc) and 4.90mm on the left coronary cusp (lcc). A post-implant balloon valvuloplasty done with a 23mm non-abbott balloon due to under expansion. After the implant the patient was febrile (102) and tachycardiac (104-113) and tylenol was given. Later patient received intravenous (IV) tylenol and patient started antibiotics.